Event description:
It was reported that the delivery system wasn't flexible enough to advance over the subclavian artery. The system was removed over the glidewire & the case was considered complete with the previous balloon dilatations the product was being used against the product was being used against labeled indications. No pt injury or complications were reported.